Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately deliver/increase insulin deliveries. Customer's blood glucose (bg) was 600 mg/dl. Reportedly, customer overestimated the bolus amount when treating elevated bg resulting in a low bg of 40 mg/dl. Customer consumed carbohydrates to treat low bg. Although requested, customer did not upload pump for investigation.